Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician brought the patient to the clinic for a pocket revision; however, only very low signal amplitude was obtained from the insertable cardiac monitor (icm), and acceptable r-wave sensing could not be achieved despite multiple positioning and angle attempts. The icm was explanted due to low amplitude and poor signal morphology. The device is expected to be returned for analysis. A new icm was implanted, and monitoring with the replacement icm device was planned. No additional adverse patient effects were reported.